Event description:
It was reported that the patient has undergone two surgeries since the (B)(6) 2014 replacement surgery as intervention for her vocal cord paralysis. No additional relevant information has been obtained to date.

Event description:
Notes from the patient's ent physician were received that reported that the patient's voice quality was remarkable for lower fundamental frequency with mild roughness. The patient also coughed with exertion and talking and experienced some dyspnea and dysphagia. Flexible laryngoscopy was performed which revealed the left true vocal fold to be immobile and foreshortened. There was normal right vocal fold mobility. It indicated that there may have been a subtle injury from her initial surgery and the surgery reported in MFR report # 1644487-2014-00873 worsened it. As treatment, the patient underwent two microlaryngoscopies with injection of cymetra into the left vocal fold. After this, her vocal cord paralysis resolved. The manufacturer's records of the lead was reviewed. The lead passed all quality and functional tests prior to distribution. No further relevant information has been received to date. No further surgical intervention has occurred to date.

Event description:
It was reported that the patient has experienced vocal cord paralysis as a result of vns surgery. The physician's office reported that the patient was seen by an ent, but no other relevant information would be provided.